Manufacturer narrative:
Results: the complaint of "cannot implant product " could not be confirmed through product testing alone; therefore, no checklist was initiated per (B)(4). As stated in the event details, the doctor could not advance the lead due to the pt's anatomy and the procedure was aborted. There is no alleged failure to meet specification. The products were returned without any visible anomalies or damage. We did not identify any defects that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's permanent procedure, the physician was able to access the pt's epidural space but could not advance the scs lead due to the pt's anatomy. Subsequently, the pt was referred to a neurosurgeon. Follow-up identified the pt will receive a paddle scs lead.